Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 lead, implanted (B)(6) 2010; 694758 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) migrated in the pocket approximately two inches inferior. The patient complained of the device itching and has been rubbing the device at night. Antibiotics were provided to the patient due to a small area of redness at the incision site. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.